Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lower case was also observed to be broken and contaminated, and the ring cover was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not duplicate the event; however, the lower case was broken and contaminated. The ring was also contaminated.

Event description:
It was reported that the epg (external pulse generator) powered off when connected to a patient. The device was replaced. There was no patient injury as a result of this event.